Event description:
It was reported by service report that the litter was drifting when the motor stopped. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Drive tube.